Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The issue with the diaphragm caps is known and is being address with an internal action.

Event description:
The following description of the event was received via an email from carefusion (B)(4) on 4/30/2014. The customer reported a problem over the weekend. They were in a position where they could not get three 3100a ventilators to pass the pre-use test as they were unable to achieve a map of 39-43cmh2o due to problems with the diaphragm caps. This is being reported because a baby was due to be transferred to the unit from another hospital and there were no available vents.